Event description:
The customer reported receiving a sensor error. Blood glucose level shortly after the incident was 36 mg/dl, which was treated with food. Customer later reported having a bent cannula. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.